Event description:
A manufacturer field service technician at the user facility reported the system 7 recip saw ran on after the trigger was released during routine maintenance. No patient involvement, no delay, no medical intervention, and no adverse consequences were associated with the device.

Event description:
A manufacturer field service technician at the user facility reported the system 7 recip saw ran on after the trigger was released during routine maintenance. No patient involvement, no delay, no medical intervention, and no adverse consequences were associated with the device.

Manufacturer narrative:
The reported event, device runs when trigger is released, was confirmed. A run-on condition occurred when the safety switch was pressed while the handpiece was running. Upon disassembly of the trigger signs of corrosion were found that contributed to the safety switch causing the trigger to stick resulting in run-on. A trigger failure due to corrosion was identified as the primary failure. The device was repaired and returned.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Additional information will be submitted once the quality investigation is completed.